Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had diabetes ketoacidosis for two days. The customer had lost six pounds in two days from the adverse event. It was also found the customer's blood glucose was ranging between 300 mg/dl and 500 mg/dl. The customer also stated they would over treat for their blood glucose and would reach a low of 40 mg/dl. Customer was not hospitalized for the issue. No additional information provided.